Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurred and an image couldn't be displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on video plug, color tone of the image was not proper (image with a green tint). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: social medical corporation kenseikai: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex deflectable videoscope had an image with a green tint. The issue occurred during installation. There were no reports of patient involvement.